Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple insulin occlusions that were only resolved after replacing the infusion set and connectors, with the user noting the issue appeared to originate at the luer connector associated with the contact detach 23"-6 mm infusion set; the user reported a specific luer connector lot number and completed a full supply change. Symptoms included no reported adverse clinical effects and no blood glucose impact, as the user changed the set promptly. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an occlusion resolved by replacement of disposables, consistent with a supply-related obstruction localized to the connector and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was a transient supply occlusion attributable to the disposable infusion set and/or luer connector.